Event description:
It was reported that guidewire fracture and unretrievable device fragment occurred. The 100% stenosed target lesion was located in the mid left anterior descending artery (lad). A 185cm str, 1-pack pt2 guidewire was used and a samurai guidewire as a buddy wire. The lesion was ballooned and the blockage was opened. However, when the lesion was checked, the guidewire had fractured and the physician visualized a fragment of the wire in the distal lad. The wire was not flow limiting and was not causing any issues. There were no attempts to retrieve the fragment.